Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An nt clip was inserted and placed on the mitral valve. However, during deployment, the shaft was difficult to detach from the clip. Troubleshooting was performed, and the clip was able to be detached from the clip delivery system (cds). The clip was deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.